Event description:
One week after second treatment with bovine collagen the pt experienced signs and symptoms of hypersensitivity. The physician prescribed oral steriods and antihistamines for treatment of signs and symptoms.